Event description:
The customer received a blood glucose reading of 120 mg/dl from her breeze meter and a reading of 27 mg/dl from her contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was sent a coupon for a new breeze2 meter to replace her breeze meter. No product will be returned for evaluation.